Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was experiencing red heart and yellow wrench alarms. Vent filters has been routinely reviewed, and reflecting an increase in bearing failure. Waveforms taken were showing an anomaly. The pt was admitted and an ip console placed at bedside in case pneumatic support was required. A device exchange was planned and 6 days later, the lvad was exchanged with another lvad. However, the pt unfortunately expired 3 days later.

Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.